Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the intellivue x2 device is getting a speaker malfunction error. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the biomed reports no tones during bootup, the speaker on the device is not working, no patient involvement. The device was sent to bench. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device was displaying an inop for defective speaker. The bench repair technician (brt) stated that the unit has a broken speaker, does not make any noise. The brt replaced the (speaker assembly: (B)(4)) to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.